Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep on 2018-apr-12. It was reported that the cause of being unable to fill the pump was unknown. The patient¿s identifying information was provided. The pump would be returned to the manufacturer on 2018-apr-13. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml morphine at 0.25 mg. The reason for use was not reported. It was reported that the patient was receiving a new pump. Upon filling the pump with medication, a lot of resistance was present as well as the drug being pushed back into the syringe. They were unable to fill new pump with drug. The issue occurred on (B)(6) 2018. The pump was never implanted, the device was replaced by another of the same manufacturer, and the customer was notified the product should be returned. It was in possession of the rep and would be returned to the manufacturer for analysis. There was no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting consisted of different size syringes were used, ¿needle taken off and replaced.¿ the action taken to resolve the issue included another pump being used. The issue was resolved at the time of the report. The healthcare professional would have no further information on this event. The patient¿s weight was unknown. The patient status was ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. If information is provided in the future, a supplemental report will be issued.